Event description:
Deflation difficulty. The report received indicated that during a coronary procedure to treat a lesion in the left anterior descending (lad) artery: the balloon of the 2.50 x 13mm cypher stent experienced a deflation difficulty. Three deflation attempts were conducted before confirming a problem, as the balloon did not appear to deflate at any time. After approximately 1 minute the balloon was deflated, the balloon was successfully deflated with a syringe. There was no injury or adverse event to the patient. The intended procedure, stenting of the lad was completed successfully. There were no difficulties encountered while inflating the balloon, maximum inflation pressure was unknown. There were no reports of difficulties while prepping the device or while removing the product from any of the sterile packaging components. The contrast to saline ratio used during the procedure was 50:50.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.